Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. This report represents the automated impella controller. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.

Event description:
The complainant reported the automated impella controller (aic) experienced a purge disc not recognized error when changing purge cassette. The aic console was changed.